Event description:
It is reported that the customer had high blood glucose levels of 400 mg/dl. It is reported by the customer that the display of the insulin pump went blank. The customer tried to change the battery of the insulin pump but the insulin pump just froze and gave off a high pitched sound. The customer further reports that the buttons of the insulin pump have become unresponsive. The customer discontinued use of the insulin pump and reverted to an older insulin pump. Troubleshooting was done. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test and off no power test. No blank display anomaly was noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No frozen screen was noted. The insulin pump was monitored and functioned properly. No constant tone was noted during testing. No audio anomaly was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.